Event description:
The lead was returned to the manufacturer after being explanted due to the patient receiving inappropriate shocks from a suspected fractured lead. The lead had high impedance, oversensing, noise and a patient alert was noted. The lead was extracted and replaced. The lead has now subsequently tested out of specification during manufacturer's analysis in a manner that is not consistent with the exemption. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. Analysis revealed that there was a connection intermittency between the pin and cap on the is-1 connector. It could not be determined at that time how the blood entered the svc (superior vena cava) leg. It was also noted that there was blood/body fluid on the defibrillation conductor (not obstructed) and the outer insulation had a cosmetic depression.